Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. A potential root cause for this failure mode could be, operator error or machine malfunction (level sensor faulting) causing stripping difficulties. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 18f coude foley catheter was inserted and attempted to inflate balloon with water via y port. Water sprayed out. A pinhole was present on y-site where the water is instilled. They had to remove the catheter and insert a new one. New one inserted without similar malfunction. Defective products and packaging were discarded. Per follow up response received via email on 18dec2024, no additional medical interventions were needed outside of opening a new product for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 18f coude foley catheter was inserted and attempted to inflate balloon with water via y port. Water sprayed out. A pinhole was present on y-site where the water is instilled. They had to remove the catheter and insert a new one. New one inserted without similar malfunction. Defective products and packaging were discarded.